Event description:
Concomitant devices reported: tfna nail (part # 04.037.042s, lot # h195351, quantity # 1), locking screw (part # 04.005.528s, lot # 7l59196, quantity # 1), tfna end cap (part #04.038.000s, lot #85p8533, quantity # 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: manufacturing location: elmira / packaged, sterilized and released by: monument, manufacturing date: 12-dec-2019, expiration date: 01-dec-2029, part number: 04.038.395s, tfna fenestrated helical blade 95mm -sterile, lot number: 31p4612 (sterile), lot quantity: (B)(4). Note: helical blade was manufactured by elmira; lot number 29p0770. Parts were packaged, sterilized and released by monument. Production order traveler met all inspection acceptance criteria. Packaging label logs (pll) were reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn 16969 supplied by sterigenics was reviewed and determined to be conforming. This lot met all visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter facility name: (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent open reduction internal fixation surgery for trochanteric femur fracture with the blade. The fracture was fixed by reduction from intramedullary to extramedullary; however, rotation and some gaps remained in the fracture site. But eventually, the surgery was completed successfully without any surgical delay. After the surgery, the patient was instructed to relieve weight-bearing. Since the postoperative course was good, the patient was discharged on (B)(6) 2021. After discharge, on (B)(6) 2021 the surgeon reported that bone head perforation occurred. During hospitalization in another hospital for urinary tract infection, the patient complained of pain in the left hip joint, so an x-ray was taken, and it was revealed that bone head perforation occurred. A revision surgery using another company¿s product will be performed during the week of (B)(6) 2021. The surgeon commented as follows. At the time of the initial surgery, there were some anxious factors in the reduction site, but the positions of the implants were within the acceptable range. It was good that the blade did not perforate beyond the nail. This report involves one (1) tfna fenestrated helical blade 95mm ¿ sterile. This is report 1 of 1 for (B)(4).